Manufacturer narrative:
The investigation was performed based on the electronic log file. A malfunction of a cpu board which controls the device-internal communication between user interface and vgc (ventilation and gas controller) was identified to be root cause of the reported failure. This leads to a shutdown of the ventilator and gas mixer simultaneously. In this situation, the device automatically switches to monitoring mode while alarming the user to this condition by means of a corresponding alarm. Manual ventilation with emergency oxygen dosage remains possible including the application of anesthetic gas as well. The procedure how to establish the emergency gas supply is described in the IFU. Dräger finally concludes, that the device has reacted according to its safety concept and has performed an emergency shutdown of the affected components accompanied by the respective alarms. Similar cases are known ¿ however, the exact failure mechanism could not be determined during in-depth analysis. It was only possible to narrow down the root cause to the respective pcb. Thus, it was recommended to replace the affected board. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to initial MFR. Report #9611500-2020-00267.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device had a mixer failure during use. Preliminary logfile analysis revealed that a ventilator failure occurred as well. There was no patient injury reported.